Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 11.8 mmol/l (system 1) and 4.8 mmol/l (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.